Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy, but they are working with their healthcare professional ormanufacturing representative. It was noted the patient had an appointment on 2013-(B)(6).

Event description:
It was reported the patient had an infection. The reporter stated that ever since they got back from san francisco they could feel a bump on the top of their head. It was noted that this was two and a half years ago. The reporter stated they saw a healthcare professional (hcp) at a ¿seminar¿ and they said it was infected. It was noted that this was 2 weeks ago. The reporter stated that ¿all the hcps say it¿s infected.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported right above the lead where the lead and extension were connected, there was a half a centimeter above that where the lead was exposed. It was stated the entire neurostimulation system was to be removed on the day of report. It was noted two leads, two stimlocs, two extensions, and one ins were all being removed. It was noted there was no allegation against the implant. It was stated it would not be sent back for analysis. It was stated the patient had the infection for one year and they were on antibiotics. It was noted the exposure of the lead had just happened prior to report. It was noted there was redness and irritation. It was noted perhaps their skin "wore right where the patient would wear their hat" and maybe that is why it eroded.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# v674526, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot# v674526, implanted: (B)(6) 2011, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).